Event description:
Device was implanted sometime in 2001. X-rays revealed two broken screws during a one year routine follow-up visit. Revision surgery was performed in 2002, in order for the doctor to replace the screws.